Event description:
The hearing performance is affected. The user had some benefit before. The user does not report any fall or trauma. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance is affected. The user had some benefit before. The user does not report any fall or trauma. The user has been re-implanted.

Manufacturer narrative:
Conclusion: according to the information from the field the hearing performance was affected. Device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Reportedly the active electrode migrated postoperatively partially out of cochlea. In addition a complete insertion was not achieved at implantation surgery with three channels remaining extra-cochlear. Further four channels showed hi impedance due to undetermined reasons. This is a final report.